Manufacturer narrative:
Retainer ring: black the p-cap or reservoir locked properly in-place during testing. Device passed displacement test and self test. Device was downloaded successfully using thus. Device power up properly after battery installation. However, device was received with no backlight and high active and high sleep currents due to corroded components at electrical board 1, 40 pin flexible connector circuit lcd, j1 connector at electrical board 2 and motor flex connector. No blank display anomaly was noted. Device was monitored for 24 hrs and no pump error 23, 49 or 68 were noted. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. Unit received with faded serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple error alarms. Customer stated that they were in pool when insulin pump was flashing and had error alarms. The customer stated they were able to clear the alarm but not able to complete the rewind process because screen went totally dark. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.